Manufacturer narrative:
A2) patient date of birth - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: device serial number, unique ID, expiration date, and manufacture date. H3) the device was discarded, thus no investigation could be completed. H6) great vessel, cardiac perforation, and death are known risks of complication with use of the glidelight device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right ventricular (rv) and right atrial (ra) lead due to tricuspid valve repair. Spectranetics lld lead locking devices (llds) were inserted into each lead to provide traction. While utilizing multiple spectranetics devices (14f glidelight laser sheath, medium visisheath dilator sheath, and tightrail rotating dilator sheath), and moving back and forth on the rv and ra lead, the ra lead was removed. Next, using the glidelight, progress was made to the rv apex, and with gentle traction, the lead came free. However, a pericardial effusion was detected via transesophageal echocardiogram (tee), and rescue efforts began, including rescue balloon, CPR, and sternotomy. A perforation in the rv and small perforation of the superior vena cava (svc) were discovered and repaired. The patient stabilized, thus, the decision was made to continue with the tricuspid valve repair. Unfortunately, after the repair, the patient declined and was put on extracorporeal membrane oxygenation (ECMO), but the patient developed pulseless legs, sepsis, ischemic legs, and renal function failure. The patient did not survive and passed later that day. This report captures the 14f glidelight in use when the perforations occurred, requiring intervention, but resulting in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.